Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the left cylinder had ballooning. The cylinder was explanted and replaced. No patient complications reported.

Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the left cylinder had ballooning. The cylinder was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event correction. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected and leak tested. The microscope test found that the cylinder had a hole at corner of a fold in the middle of the cylinder. The cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leaks were identified. Based on the information available and analysis results, the reported device allegations were confirmed.